Manufacturer narrative:
In addition to the metal protruding from the bending section, service found a leakage from the bending section cover, a leakage from the biopsy channel, the distal end was scratched with a sharp edge, the adhesive on the bending section cover was peeling off, the light guide lens was cracked, there was a cut on switch button #1, the insertion tube was buckled and dented, the bending angle was out of specification, and there was play in the angulation knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there was a tear or a hole inside the channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the bending section cover was cut and the metal was protruding from the bending section. This report is being submitted for the malfunction found during evaluation of the device (metal protruding). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the bending section was twisted/hit by excessive force during reprocessing, which caused that joint of the skeleton ring was broken and protruded from the a-rubber. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "Do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." "Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the user facility: the subject device was inspected prior to use. The reported issue (there was a tear or a hole inside the channel of the subject device) was identified during cleaning of the device, after the procedure. The intended procedure was a diagnostic upper endoscopy with biopsy. The procedure was successfully completed using the same device. There was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility. Information added to sections b5 and e. Initial reporter.